Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was sent in for factory repair and the issue was duplicated. The technician found that there was liquid residue on touchscreen. During evaluation the turbine failed the delivered and monitored volume test. Xdcr and exhale valve was recalibrated and retested but the unit still failed. The transducer tubing was installed improperly and the main processor board had wrong screws installed on it which caused the board to be misaligned. The membrane switch connector ground cable was also improperly installed. The ground cable was installed on top of the main board instead of under which caused the main board to fail. The affected components were replaced, testing was performed and the unit meets service specifications.

Event description:
The customer reported that the touch screen was not working on the vela ventilator. There is no information regarding patient involvement associated with the reported event.